Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The polarx fit balloon catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that a blood detected error occurred. It was about 25 minutes into the case while the physician was manipulating the balloon to occlude the right inferior pulmonary vein (ripv) the balloon catheter made an abrupt movement and then a blood detect error appeared on the console. Blood was present in the balloon. The catheter was removed and replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be crossed over. This wire crossover could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
The polarx fit balloon catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that a blood detected error occurred. It was about 25 minutes into the case while the physician was manipulating the balloon to occlude the right inferior pulmonary vein (ripv) the balloon catheter made an abrupt movement and then a blood detect error appeared on the console. Blood was present in the balloon. The catheter was removed and replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.